Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system failed to boot up due to bmc(baseboard management controller) failure on host pc. The fse replaced host pc was along with its hard disk. The defective host was returned to philips further analysis. The analysis confirmed the bmc board failure. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the host computer was unable to boot up, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.